Event description:
Country of complaint: (B)(6). Thread breaking easily.

Manufacturer narrative:
Us reporting agent notified: (B)(6) 2014. Complaint description: thread breaking easily. Samples received: no samples available. Analysis and results: there is one previous complaint of this code batch. There are no units in OEM stock. Without any closed samples, OEM cannot carry out an analysis in order to determine a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to requirements. The complaint will be closed as not corresponding, (not justified), as no further analysis can be completed. If closed samples are received in the future, the case will be re-opened. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable.